Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during the set up before the surgery when the microblator wand was opened, the tip was found to be broken. Smith and nephew back-up device was used to complete the surgery.

Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows a small piece detached from the tip of the wand. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. No containment or corrective actions are recommended at this time.